Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Customer returned incorrect meter (replacement meter was returned and scrapped) on 17-feb-2022: customer called to inform that she accidentally returned the wrong meter. She returned the replacement meter we shipped to her. An order was placed to reship another meter. Manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 275 and 60mg/dl am fasting. The customer¿s expected am fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/19/2022 and test strips were opened a few days prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 28-march-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter were returned for evaluation. Reported defect not reproduced. No defect found. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.